Event description:
On (B)(6) 2011, diasorin received a call from a customer questioning a pt result which was initially anti hcmv negative when tested on the diasorin liaison cmv igg assay and anti hcmv positive upon retest by other methods. A representative of diasorin contacted the customer by phone on (B)(6) 2011 and was informed that the test results in question were from a organ transplant donor. The donor's organ was transplanted into a recipient who contracted a cmv infection post-transplant. No further info was provided about the identify or status of the organ transplant recipient.

Manufacturer narrative:
The performance of the liaison cmv igg kit (lot number 011025) used to perform the initial testing by the customer was assessed. No trend in assay performance was identified. The initial serum specimen from the organ donor was tested by diasorin on lot no. 011025 and found to be reactive, excluding product failure or malfunction as a cause. The status of the liaison analyzer was investigated; records of preventive maintenance, service interventions, and instrument checks performed prior to the date of the customer's initial test were reviewed and no anomalies that could be linked to the adverse event were identified. The product instructions for use section 1, intended use, states, "the performance characteristics of this assay have not been established for cord blood and specimens from neonates, infants or pre-transplant pts." The transplant donor specimen reproducibility in terms of rlus (relative light units) of the initial customer test performed on (B)(6) 2011 was poor in both the liaison cmv igg and the liaison cmv igg tests indicating a possible pt specimen integrity issue. This cannot be confirmed but is plausible based on the poor specimen precision and the lack of any other contributing factors. This report does not reflect a conclusion by diasorin that this product caused or contributed to any alleged injury or illness or that is malfunctioned. This report is being submitted in compliance with the MDR regulations.